Event description:
It is reported that a customer experienced high blood glucose of 576 mg/dl. The customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer stated the sensor read that she was at 40 mg/dl but really was 576 mg/dl. It is reported that a customer has been receiving sensor alarms and calibration errors on their sensor. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See svn (B)(4) for related documentation.